Manufacturer narrative:
The devices associated with this report were not returned. (B)(4), the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. A depuy trauma product director reviewed the x-rays and stats it appears the endcap wasn't tightened correctly causing the screw to back out. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
Initial surgery was done with versa nail proximal humeral system for right humerus. After the surgery, bone union was noted. On (B)(6) 2011, the screw was found backed out. On (B)(6) another surgery was done to remove only the backed out screw. No other procedure was done other than the screw removal. Surgeon suspects that micromotion occurred in the process of bone union.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.